Manufacturer narrative:
The cause of the issue could not be determined and could not be reproduced. The issue was customer specific. The issue did not reoccur.

Event description:
The customer received questionable phenytoin result on their c501 analyzer. Between the first and second repeat tests, the customer replaced the reagent cassette and re-calibrated the analyzer. The first patient's initial phenytoin result was 6.2 ug/ml. The first repeat result was 24.5 ug/ml. The second repeat result was 19.4 ug/ml. The second patient's initial result was 3.8 ug/ml. The first repeat result was 21.0 ug/ml. The second repeat result was 20.7 ug/ml. It is unknown if any of the results were reported outside the laboratory. The customer was complaining about which result was correct. It is unknown if the patients were adversely affected. The phenytoin reagent lot number was 647109 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
It was determined that the second results for the patients were reported to the physician.